Event description:
It was reported that, during surgery, a crack was noticed in the ps femoral impactor. Surgery was completed with the same device as it did not impact the case. Surgery was not delayed. The patient was not harmed.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual assessment confirmed the covers of the femoral implant impactor are peeling. The device shows significant signs of wear/usage. The device was manufactured in 2013. The device failures in this complaint have been identified and confirmed. No investigation is necessary as this failure mode has been previously identified. The device is a reusable instrument that can be exposed to numerous surgeries. The supplier's raw material fault is likely the probable causes of the reported event. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. These issues have been communicated to our internal CAPA team for their awareness and consideration as well as the supplier quality team. Corrective actions were implemented by the supplier in september of 2013 to prevent recurrence of this failure mode. The device in this complaint were manufactured prior to the implementation of those corrective actions. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.